Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with a history of hypercoagulability and a history of pulmonary saddle embolus had a vena cava filter successfully deployed in an infrarenal position without evidence of tilting. The patient was in stable condition at the conclusion of the procedure. Approximately six months post filter deployment, during scheduled retrieval, an inferior venacavagram demonstrated the filter in an infrarenal position with no tilting and no thrombus. A snare device captured the hook of the filter; however, the tips of the limbs appeared to be embedded in the vena cava wall. The physician indicated that additional attempts at retrieval were likely to be associated with significant complications and the decision was made to leave the filter in place. A completion venogram demonstrated the filter in the same position compared to the beginning of the procedure and there was no evidence of extravasation. The patient was in stable condition at the conclusion of the procedure. Investigation summary: the device was not returned. Images were not provided. Medical records were provided. Based on the provided medical records, the investigation is confirmed for difficulties removing the filter. The investigation is inconclusive for a tilted filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 07/2015; 07/2014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with a history of hypercoagulability and a history of pulmonary saddle embolus had a vena cava filter successfully deployed in an infrarenal position without evidence of tilting. The patient was in stable condition at the conclusion of the procedure. Approximately six months post filter deployment, during scheduled retrieval, an inferior venacavagram demonstrated the filter in an infrarenal position with no tilting and no thrombus. A snare device captured the hook of the filter; however, the tips of the limbs appeared to be embedded in the vena cava wall. The physician indicated that additional attempts at retrieval were likely to be associated with significant complications and the decision was made to leave the filter in place. A completion venogram demonstrated the filter in the same position compared to the beginning of the procedure and there was no evidence of extravasation. The patient was in stable condition at the conclusion of the procedure. Investigation summary: the device was not returned. Images were not provided. Medical records were provided. Based on the provided medical records, the investigation can be confirmed for difficulties removing the filter. However, the investigation is unconfirmed for tilted filter as completion venacavogram showed the filter in an upright position post retrieval attempt. Per the medical records, the filter limbs were embedded in the caval wall. This most likely was the cause of the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 07/2015; PMA/510k; manufacturing date: 07/2014. Codes: device, method, conclusions.